Event description:
The I-60 was being used with a ir60b on a small bowel resection, when the anvil broke resulting in unformed staples.

Manufacturer narrative:
The anvil of the i60 was found to be broken in confirmation of the events. A corrective action has been undertaken to address this issue.